Manufacturer narrative:
The system was examined and both of the reported events were confirmed. The lamp was replaced to address the first issue and the touchscreen was replaced to address the second issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the lamp issue can be attributed to a non-conforming lamp. However, how and when the lamp became nonconforming cannot be determined conclusively. The root cause of the reported event of the touchscreen issue can be attributed to touchscreen drift. However, how and when the touchscreen began to drift cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, there was poor response to the touchscreen and the lamp needed replacing. Additional information has been requested.